Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedure, she is experiencing glare or a "glitter" appearance in her vision driving at night that is intolerable. She is also complaining of a nearsighted result and her surgeon has her wearing contact lenses to see better at distance, which does help the glare. Her surgeon states she has scar tissue on her right eye that is contributing to her poor distance vision. Pt states her vision at near is great, but distance and intermediate vision are not. Additional information has been requested. There are two medical device reports associated with this consumer. This report is for the right eye.